Event description:
It was reported that during a da vinci-assisted surgical procedure, the conductor (black) wire was broken. The procedure was complete with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and no damage was noted. A frayed grip cable was noted. The cable was not intact. It was unknown if there any loss of cautery associated with the damaged cable, any signs of thermal damage or arcing observed. The customer was unsure if the instrument collided with any other instrument or tool during the procedure. No fragments fell into the patient's anatomy. The procedure was completed with a backup instrument. The patient's demographics were not provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.